Event description:
It was reported, that when placing the catheter, the nurse found that the latch of the extension tubing at the distal end of the catheter was unable to be engaged firmly. And very easily got disengaged. It was reported, this event occurred with two devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text: device not returned for evaluation.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redw4042 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that when placing the catheter, the nurse found that the latch of the extension tubing at the distal end of the catheter was unable to be engaged firmly and very easily got disengaged. It was reported this event occurred with two devices. This report addresses the second device.